Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off and not returned. The device was assembled to a hand piece without any difficulty. During functional testing on a generator the device gave an error instrument error. The device will stop activating, and either emits a solid tone or display an instrument error code on the generator display when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a laparoscopic colon procedure, both units did not rotate. There were no patient consequences. Case completed with another device of the same product code.